Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on balloon. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified left pulmonary artery. After a 6f non-bsc guide catheter was advanced, a 6.0mmx14mmx150cm express¿ vascular sd stent was advanced to treat the lesion. However, when the device came out of the guide catheter, it was noted that the mounted stent moved proximally on the balloon. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.